Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 43 days. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists hemolysis, thrombus and bleeding as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient, who had been dialysis dependent, had gastrointestinal bleeds, and had multiple interruptions in their anticoagulation regimen, developed hemolysis and thrombus. The patient elected not to have a pump exchange and their family decided to put the patient on hospice care. The patient passed away on (B)(6) 2015. The patient's pump will not be returned for evaluation.